Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories and is comprised of the m2000sp and the m2000rt instruments. The m2000sp is an automated instrument for performing sample preparation prior to nucleic acid testing. The abbott field service engineer found a broken window on the m2000sp liquid waste sensor at a customer site in (B)(4). The engineer replaced the liquid waste sensor according to the instrument service advisory (isa) m2ksp-020.

Manufacturer narrative:
Abbott molecular has taken a field action (fa-cam-oct2011-110) to address this issue. (B)(4).